Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec38-i10l. In the event reported, it was stated that there is potential endoscope contamination - customer did not clean scope sat overnight for 15 hours. This event occurred in the reprocessing room and there was no patient involvement, therefore there was no adverse event reported. The device was retuned to pentax medical service center for further evaluation on service order (B)(4) where it was reprocessed and inspected. The inspection findings are as follows: control body root brace loose passed wet leak test passed dry leak test the device was cultured and repaired and returned to the user on delivery (B)(4). Parts replaced o-rings and seals material,labor&shippingforthesamplingpro culturing preparation fee

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. However similar model is sold in the united states ec38-i10l-us with 510k- k131855. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.